Event description:
It was reported to nova biomedical that a consumer was receiving high blood glucose readings and went to the hospital where he received a normal blood glucose reading. It was revealed during the call that the consumer was using expired test strips and had additional vials of the expired test strips. The expired test strips have been requested back to nova and have been replaced.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.